Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that the reason for call was to determine MRI compatibility of new implanted system placed (B)(6) 2024. Caller also states there has been an issue with the patient's controller, it is not working and is unable to recharge past 10% and/or won't turn on. Caller unable to clarify further but stated this issue has been going on for a few days. Caller had no additional detail to provide about the issue with the external remote. Please note: it was very difficult to follow hcp, technical services specialist (tss) asked hcp to clarify if the issue with not recharging past 10% was only with the ins and caller believes this was an issue with the remote as well. Caller then noted the patient "knows how to use the remote" and will be able to activate MRI mode for the scan. Caller was not with patient at time of call. Additional information was received from a healthcare professional (hcp). It was reported that the patient was experiencing a return of their baseline symptoms of urge I ncontinence, urgency frequency, and urinary urgency. The issue was resolved. It was reported that the patient had wanted to get an MRI and was unable to because they could not get their implant to charge past 10%. They had called patient services and were told that the implant needed to be at 30% to get into MRI mode. They had the device removed and replaced on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the cause of the inability to charge past 10% was unknown. The issue has been resolved.